Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended. The patient will be followed normally. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information reported on (B)(6) 2017 stated that the patient presented for routine follow-up in clinic on that date. Upon review, the implantable cardioverter defibrillator exhibited stored episode of post-paced t-wave oversensing. The device was reprogrammed. The patient was asymptomatic throughout.